Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the blade was engaged and worked initially, but after several minutes it started to sputter and would not function properly. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02269 and medwatch 2210968-2012-02270. The same patient is represented in each medwatch.